Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for corroded adhesive on bending section cover was traced to component failure. However, the most probable cause for dirt on objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on objective lens and corroded adhesive on bending section cover. There was no patient involvement.